Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements at a device replacement procedure. The out-of-range pace impedance measurements were exhibited when the lead was connected to the new device and when connected to a pacing system analyzer (psa). It is suspected that the lead fractured. The impedance measurements were associated with the proximal coil, so the new device pace vector was programmed to distal coil to device. This lead remains in service. No adverse patient effects were reported.